Event description:
It was reported that thrombosis and possible device shift occurred. A left atrial appendage (laa) closure procedure was performed on a patient with a challenging laa anatomy. The laa was very anterior, chicken wing, with a short, aggressive slope on the mitral side. A 31mm watchman flx closure device was implanted. At routine follow up, imaging was performed, and a small, mobile thrombus was identified on the limbus that is not connected to the implanted 31mm watchman flx closure device but is near the face of it. Additionally, the 31mm watchman flx closure device appeared to be shifted, however the images taken at follow up were from a different plane than at implant, making it difficult to discern position. The patient will stay on their oral anticoagulation medication and a computed tomography scan is ordered for further evaluation of the possible device shift.